Event description:
The customer reported that the side rail would not latch in the raised position due to a broken weld. There were no pt involvement or adverse consequences reported.

Manufacturer narrative:
Manufacturer's investigation is still ongoing; if additional info is received, a follow-up report may be submitted.